Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the getinge technician, the device has been repaired. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling from the device, which contributed to the event. The device was not being used for patient treatment upon the event occurrence. When reviewing similar reportable events registered for the issue of paint peeling on powerled and hled surgical lights it was confirmed that in the last 5 years there is one event which led to the serious injury. Comparing the number of claimed devices to the number of devices sold worldwide, we can assume that the failure ratio of paint peeling is moderate. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: (B)(4) ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. (B)(4) particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled IFU 01581 rev.9, page 29) includes the instructions to pre-position the light prior to use, in order to prevent damages by potential interactions with possible obstacles. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect. It is recommended to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 serial # field deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6).

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.